Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 22 mg/dl and high blood glucose levels of 400 mg/dl. The customer treated with glucagon for low reading and with pump for high readings. Customer¿s was in hospital and the blood glucose level was about 22 mg/dl and stated before it's been low of 11 mg/dl. Customer just had surgery for shunt placements just in case she has to have dialysis treatments. Cust mentioned kidneys were failing and states kidneys are not filtering insulin correctly anymore. States it would dump insulin in her body because of this. Customer stated that she gets false readings. Customer declined to troubleshoot for low and high readings. The product was not returned for analysis.

Manufacturer narrative:
The information provided with the initial report was incorrect. The correct information has been included with this report.

Event description:
Customer reported via phone call that customer visited to the emergency medical services for low reading and with insulin pump for high readings. Customer experienced low blood glucose levels of 22 mg/dl and high blood glucose levels of 400 mg/dl. Customer¿s was in hospital and the blood glucose level was about 22 mg/dl and stated before it's been low of 11 mg/dl. Customer just had surgery for shunt placements just in case she has to have dialysis treatments. Customer mentioned kidneys were failing and states kidneys are not filtering insulin correctly anymore. States it would dump insulin in her body because of this. Customer stated that she gets false readings. Customer declined to troubleshooting for low and high readings. The product was not returned for analysis.